Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient had an infection from orthopedic succhinylcholine that spread to the pacemaker pocket. The patient was given antibiotics. Additional information received from the field representative that this pacemaker was then used as an external temporary pacing device. Subsequently, the pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.